Event description:
Subsequent to the previously filed medwatch report, analysis of the first returned device found that the plunger was partially depressed. Follow up with the account confirmed that although blood flow did not cease when the device was pulled back against the vessel wall, the device was still attempted to be deployed. There was resistance pushing the plunger and the plunger did not meet the collar of the device. This occurred with both proglide devices. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The mechanical jam was not confirmed. The positioning problem is related to the case circumstances and cannot be replicated in a lab environment. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. It was reported that marking did not stop and the attempt to deploy was still made. It should be noted, the electronic perclose proglide instructions for use (eifu), states: in the artery, blood marking will cease or be significantly reduced to a slight drip. In the vein, there may be no change in blood marking. If marking does not stop or significantly change, evaluate the angiogram for device position in the vessel, vessel size, calcium deposits, tortuosity, disease and for location of the puncture to ensure footplate is not in bifurcation or side branch. Reposition the device to stop blood marking or reinsert the wire, remove the device to hold manual compression or insert a new sheath." It is unknown if the IFU deviation contributed to the reported difficulties. The root cause of the reported difficulties cannot be determined. The subsequent treatments are related to circumstances of the procedure. Based on the returned analysis, the cause cannot be determined. It is possible that interference with tissue caused enough deflection to bind the posterior needle. Additionally, the positioning problem is likely related to the case circumstances and the tissue interference that caused the mechanical jam likely then prevented accurate positioning; however, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 medical device problem code 1142 was removed and code 2983 was added.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after a peripheral intervention procedure using a 6f sheath. Reportedly, although blood flow did not cease when the device was pulled back against the vessel wall, the device was still deployed and a cuff miss [suture retrieval issue] was noticed. This occurred with a total of two proglide devices. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
H6- device code 2017 clarifier: failure to follow steps/instructions. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional proglide referenced in b5 is filed under a separate medwatch report number.